Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of effect in 2009. The pt underwent a lead replacement. It was found that the original lead had separated from the sheath. The lead was removed and replaced.